Event description:
It was reported that during an infusion of norepinephrine (32mg/250ml) the pump was running at a rate different than intended. The medication was intended to infuse at a rate of 0.2mcg/kg/minute (41.93ml/hour), however the iaware software showed the pump was infusing 0.8001mcg/kg/minute at 39.94ml/hour while the physical pump was running at 39.9ml/hour instead of the expected 41.93ml/hour.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.